Manufacturer narrative:
Device used for treatment and not diagnosis. The front cutter was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the instrument was manufactured in accordance with the specifications. No manufacturing related issues were found. Further investigation concerning the hardness parameter showed conformity with the specifications, even though it is in the lower range. Unfortunately the exact cause of failure could not be determined.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: one of the prongs on the front cutter instrument broke off. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
This is 1 of 1 report for (B)(4).